Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcba) and backlight inverter pcbs, which resolved the reported issue.

Event description:
It was reported that the ventilator had a blank display. There was no reported patient involvement. There is no report of death or serious injury associated with this event.